Event description:
Laser fiber tip broke off. Dr aware said tip would flush out didn't find tip - very tiny. Noted when the fiber didn't fire as well as it should. Dates of use: 2000. Diagnosis or reason for use: enlarged prostate.